Event description:
It was reported to vyaire medical that the ltv 1150 ventilator is not triggering breaths when in simv (synchronized intermittent mandatory ventilation) modeand was alarming "apnea". This event happened during patient use and noticed after patient's saturation dropped to 80's. The ventilator was swapped and no known consequences reported with this event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Result of investigation: service technician was able to duplicate customer reported complaint that states ""ventilator is not triggering breath"" during testing. Vent tidal volume reading was way out of the set value. Vent fails tidal volume and flow performance test 1-8 during final test @ troubleshooting. Vent was opened and inspected, found bypass tubing that was connected to the flow valve and turbine manifold assy. Was totally kinked causing the vent to ventilate erratically during testing. Replace the bypass tubing with restrictor to resolve the reported customer issue and process the vent thru service for a complete calibration checkout to meet all factory specification and standard. Performed 6 year pm maintenance (excludes turbine assembly replacement). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.